Event description:
One year after the left anterior descending stenting she had recurrent exertional angina. Repeat coronary angiography revealed a stent fracture in the mid segment associated with restenosis. A second 3.5 x 13 mm(2) cypher stent was placed within the previously placed left anterior descending stent with a good result. The patient remains asymptomatic two years following her most recent left anterior descending stent deployment. A female with symptomatic hypertrophic obstructive cardiomyopathy associated with ventricular arrhythmia with intracardiac defibrillator underwent alcohol septal ablation in the first septal perforator. During her angiogram, she was noted to have a mid left anterior descending myocardial bridge with significant systolic compression. The patient underwent successful ethanol ablation of the first septal perforator. She had significant symptomatic improvement, but had recurrent dyspnea on exertion associated with angina 18 months after her first alcohol septal ablation. She subsequently returned for a second alcohol septal ablation to her second septal perforator branch (sp2). Her sp2 branch is located proximal to the myocardial bridge segment. Her procedure was complicated by a mid left anterior descending dissection that required stenting across the myocardial bridge. The mid left anterior descending was stented using a 3.5 x 28 mm(2) cypher stent across the myocardial bridge.

Manufacturer narrative:
The complaint received stats that approximately one year post stent implantation, the cypher stent and restenosis and fracture. One year after the left anterior descending stenting, the patient had recurrent exertional angina. Repeat coronary angiography revealed a stent fracture in the mid stent segment associated with restenosis. A second 3.5 x 13 mm cypher stent was placed within the previously placed left anterior descending stent with a good result. The patient remains asymptomatic two years following her most recent left anterior descending stent deployment. The stent remains implanted thus unavailable for analysis. There is not sterile lot number information thus no device history record (DHR) could be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the instruction for use (IFU). In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent (pta) percutaneous transluminal angioplasty or placement of a second stent. In this case the stent was implanted to treat a procedural dissection in an area of myocardial bridging. Myocardial bridging occurs when the coronary artery is located underneath a section of the myocardial muscle fibers and during muscle contraction the artery becomes compressed and possibly occluded. Stent implantation in areas of myocardial bridging is not standard practice, because of the dynamic forces experienced by the artery structures within the muscle bridge. Stent fractures have been observed in vessel segments that undergo significant motion. Fracture of the stent, due to structural fatigue, may have lead to vessel intima damage and epithelial overgrowth with restenosis. Review of the information suggests that target lesion/vessel factors may have contributed to the reported events.